Event description:
It was reported that a seroma the size of a large baseball developed over the pump. Large amounts of clear fluid were aspirated several times. The last time, 30cc of clear fluid was withdrawn. Only 6ml of drug was missing. A revision was done on the day prior to this report and no leak was found. The healthcare provider (hcp) put a new pump segment on the existing catheter. The daily dose was increased from 1mg to 2mg/day. The device system was used to deliver morphine. It was later reported that there was swelling over the pump. The expected reservoir volume (erv) and the actual reservoir volume (arv) were 14.6. The cause of the missing morphine was reported to be ¿normal pump function¿. At the time of this report, the patient was doing well and receiving effective therapy.

Event description:
It was later reported that there had been no specific issue determined and the cause of the swelling over the pump was undetermined; the doctor just assumed it was the catheter. No troubleshooting was performed prior to the catheter replacement; the doctor chose to replace the catheter automatically.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).